Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: no files are available; the device was explanted in 2023 and will not be returned. Therefore, a production record review has been requested, and no abnormality was found. The subject pacemaker was manufactured and released according to all the applicable procedures. The subject pacemaker was implanted for 6 years and 10 months. The real implantation time is greater than the expected longevity within the shipment conditions programming described in the manual (6.1 years). Therefore, based on the available information, neither premature battery depletion, nor an issue on the subject pacemaker is suspected.

Event description:
Reportedly, there was a early replacement due to end of service.